Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with weakness and bradycardia. The right ventricular (rv) lead exhibited loss of capture, rising and high thresholds. The lead also exhibited a lead warning, a rapid rise in lead impedance, high impedance and a polarity switch. The lead was re-programmed and subsequently replaced. No further patient complications have been reported as a result of this event.